Event description:
The account alleged that the knee function is running up unintentionally. No injury reported.

Manufacturer narrative:
The account replaced the caregiver switch assembly to resolve the issue.